Event description:
It was reported that during insertion, pt developed red face, shortness of breath, and palpitations. Symptoms resolved within 5 minutes.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) or reva1091 showed no other similar product complaint(s) from this lot number.